Event description:
It was reported that during a da vinci-assisted surgical procedure, a fragment broke off from a 30 degree endoscope plus and fell inside the patient. It is unknown if the fragment was retrieved. Additionally, the customer observed lines in the picture or surgical view. The procedure was completed. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.